Event description:
The hosp staff attempted to administer a countershock to a pt using the standard external paddles. The device allegedly failed to charge. The reporter had no details regarding the pt's condition, medical history or outcome.